Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
It was reported that during the tcar procedure, when attempting to cross the lesion with the guidewire, a dissection was noticed in the internal carotid artery. The stents planned for the procedure were placed to cover the dissection and the lesion. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that during the tcar procedure, when attempting to cross the lesion with the guidewire, a dissection was noticed in the internal carotid artery. The stents planned for the procedure were placed to cover the dissection and the lesion. The procedure was completed successfully with no reported patient harm.